Event description:
It was reported by service report that the nurse call was not functional due to communication cord has bent and missing pins. The customer reported that they did not know if there was pt involvements or if there were adverse consequences to report.

Manufacturer narrative:
Communication cord.